Event description:
Note: this report is the first of two reports pertaining to the same procedure. Refer to MFR report #3005099803-2008-03104 for details regarding the second device.it was reported to boston scientific corporation in 2006 that a straight tip jagwire guidewire was used during a colonic stent placement the day before (patient gender, age, and weight unkown.) According to the complainant, a tandem xl cannula was passed down the scope, with the jagwire loaded. The jagwire was then passed through the stricture. The cannula was then passed over the jagwire. Resistance was noticed when it was attempted to remove the jagwire. Further examination showed that the yellow and black endoglide coating "was stripped back, and was bunched up." The jagwire could not be removed and nothing could be passed over it. This event occurred in the splenic flexure.the attempt was ended, and then the procedure was started over again and completed with another of the same device.there were no patient complications as a result of this event, and the patient¿s condition at the end of the procedure was reported to be ¿satisfactory.¿

Manufacturer narrative:
The suspect device has not been received for evaluation. The cause of the reported complaint is undetermined.